Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The system batteries were found to be defective and were replaced. The system was found to be operating as intended and was placed back into service.

Event description:
It was reported that the system 9600emi displayed intermittent saturation fault errors. There was no adverse patient involvement reported. There was no patient information reported.